Manufacturer narrative:
Correction: unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field, describe event or problem, annex b: b22, annex c: c20, annex d: d16. Additional information: annex b: b01, annex c: c20, annex d: d15.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[possibly just needs battery replacement, attempted to turn it on but it started making clicking sounds like it was trying to turn on, didn't turn on and instead started beeping with the system on led flashing red. This continued after I disconnected from mains and until I removed the battery.]. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[possibly just needs battery replacement, attempted to turn it on but it started making clicking sounds like it was trying to turn on, didn't turn on and instead started beeping with the system on led flashing red. This continued after I disconnected from mains and until I removed the battery.]. There was no reported patient involvement.